Event description:
The customer reported that during a neuro interventional procedure (stenting), the display (fleixivision) blanked, and no video sources fluoro/acquisition/3dra were available. At that moment, the doctors were repositioning the stent under fluoro. Patient did not suffer any injury.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.